Event description:
The patient reported that while she was tanning tonight, it felt like she was getting a jolt of electricity from their interstim. It jolted her enough to scare her right out of their booth. The patient wanted to know if it was safe to use tanning beds/booths. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.